Manufacturer narrative:
UDI and device serial number/lot number are unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the customer tried to insert the air hose into the hospital's wall piping, but could not do it properly. Also, the pressure of the driver gas caused the air hose adapter to bounce back. No patient injury reported.

Manufacturer narrative:
Device evaluation: one (1) device was received in used condition. Visual inspection and female connection check with coupler. Unable to connect with other company's female coupler. It could not be locked and would come off confirming the customer complaint. A root cause was a supplier assembly fault. A device history record (DHR) could not be performed as the lot number of the device is unknown. The supplier was informed of the reported product fault.